Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a radical operation of right half colon cancer, after using one reload to anastomose, when they prepared to use one reload to close the common opening, at this time the colonic tissue was incorporated into device, and the fork arms were closed in parallel. When firing the push button on either side, it cannot be pushed. They replaced another device to complete the case. There was no patient injury.

Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted the single used loading unit (sulu) was received fully applied with the interlock engaged. Damage was noted to the knife blade and cracks were noted on the surface of the sulu. There were no functional abnormalities observed during product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the knife blade damage may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the cracks on the sulu surface condition may be due to use in tissue thicker than indicated. The IFU states that if the tissue cannot comfortably compress to the minimum requirement, the tissue may be too thick or too thin for the selected staple size. No further actions have been deemed necessary at this time.if information is provided in the future, a supplemental report will be issued.